Manufacturer narrative:
Remedial action: range shifter insertion process has been changed from a one therapist role to a two therapist role. After range shifter insertion, each therapist independently inspects visually and manually to confirm that the range shifter is in the proper placement.

Event description:
Description of the event: iba has been informed that on (B)(6) 2018 during the patient alignment phase before treatment, the range shifter was not correctly aligned on the rails. While the gantry was being rotated to the position prescribed for treatment, the range shifter (23 pounds) became dislodged and fell on the head of the patient. Impact of the event on the patient: the patient was sent to the emergency department of the hospital for imaging and assessment for the head trauma. The patient developed a small abrasion with a significant underlying hematoma. The patient was admitted for observation for 24 hours. There was no evidence of skull or cervical-spine fracture; however, the head cup under the patient's head/neck was broken as a result of the blunt impact. The hematoma resolved over the next 3 days. Iba is not aware of any follow-up care required.

Manufacturer narrative:
Evaluation summary is provided in section b5 (describe event or problem).

Event description:
Description of the event: iba has been informed that on (B)(6) 2018 during the patient alignment phase before treatment, the range shifter was not correctly aligned on the rails. While the gantry was being rotated to the position prescribed for treatment, the range shifter (23 pounds) became dislodged and fell on the head of the patient. Impact of the event on the patient: the patient was sent to the emergency department of the hospital for imaging and assessment for the head trauma. The patient developed a small abrasion with a significant underlying hematoma. The patient was admitted for observation for 24 hours. There was no evidence of skull or cervical-spine fracture; however, the head cup under the patient's head/neck was broken as a result of the blunt impact. The hematoma resolved over the next 3 days. Iba is not aware of any follow-up care required. Evaluation summary: extensive testing identified a deficiency in the snout holder electronic unit: it does only prevent gantry rotation if the accessories locking pins are not activated, whatever the status of the insertion pins, and it is possible to insert a range shifter incorrectly and have the locking pin activated.